Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that plaque shift occurred. In (B)(6) 2011, the patient presented due to stable angina and was referred for cardiac catheterization. Target lesion #1 was a de-novo lesion located in the proximal left anterior descending (lad) with 70% stenosis and was 10 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated with direct stent placement using a 3.50 mm x 12 mm promus element stent with 0% residual stenosis. On the next day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with elevated troponin and was hospitalized on the same day. An event of myocardial infarction (mi) was reported by the site. Subsequently, an electrocardiogram (ECG) was performed. The patient was observed to be experiencing recurring chest pain and ischemic symptoms. Percutaneous coronary intervention (pci) was performed in 3rd obtuse marginal (om) to treat this event. Four days later, the event was considered to be resolved without residual effects and the patient was discharged on the same day. In (B)(6) 2013, the patient presented with chest pain. ECG was performed and an event of mi was reported by the site. The patient was observed to be experiencing recurring chest pain and ischemic symptoms. The patient then underwent pci to right coronary artery (rca). During placement of a 4.0 x 16 mm omega bare metal stent, plaque shift occurred in the proximal direction, which was treated with another 2.5 x 12 mm omega bare metal stent. Five days later, the event was considered to be resolved without residual effects and the patient was discharged on the same day.